Event description:
In december 2005 the healthcare professional/reporter, a nurse contacted lifescan (lfs) alleging the one touch ultra meter was set to the incorrect unit of measurement. On an unspecified date the patient obtained a result of `hi mmol/l' on the reported meter. According to the one touch ultra meter's owner's booklet, the meter will present `hi mmol/l' on the display if the blood glucose result is greater than 33.3 mmo/l. The nurse was instructed by the physician to take the patient to the hospital, where his blood glucose level was tested to be greater than 1000 mg/dl (converts to 55.6 mmol/l). The patient received intravenous treatment. The patient was unaware the meter should be set to the mg/dl unit of measure, and had not changed the unit of measure in the setup mode of the meter. The reporter did not have the owner's booklet, and she contacted the pharmacy, hospital and her facility for instructions in changing the unit of measure. The patient does not use the one touch diabetes management software. The meter, strips and control solution were replaced. This incident is being reported because the meter was in the incorrect unit of measure, the patient was unaware of the meter settings for an unspecified amount of time, and eventually became hyperglycemic requiring treatment at the hospital.